Manufacturer narrative:
No product is being returned for evaluation. (B)(4).

Event description:
Patient's arm moved during the use of the blade. Blade was used for hemostasis of the soft tissue on the acromion before asd. It was half an hour into the surgery and the patient had been under anesthesia for 1.5 hours. The arm moved first time 5 times during one hour of use. Footswitch was not used continuously but 30 seconds at the longest.